Manufacturer narrative:
Corrected information has been provided in d4 (serial). Placement signal issue: since neither data logs nor product were not available for investigation, the cause of the placement signal issue could not be determined.

Manufacturer narrative:
D4 corrected the primary UDI number, as it was incorrect in the initial report that was submitted.

Manufacturer narrative:
Additional information received from the complainant reporting the impella can be returned and was already sent.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella cp device for mechanical circulatory support. After a few minutes, a ¿placement signal not reliable¿ alarm occurred and persisted throughout the entire procedure. Troubleshooting steps were performed; however, the issue was not resolved.